Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) inspected the subject device for repair and found that the power switch didn't work and dirt adhered on the front panel. There was no report of patient injury associated with the event.